Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the electrode was not there when customer took out sensor. The customer¿s blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting. Customer reported that sensor or introduced needle fractured while in the body. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Then visually found broken needle hub casing. Unable to confirm customer received sensor and needle in said condition due to customer returned opened and used.